Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive stress applied to the bending section. The events can be detected/prevented in accordance with the following instructions for use: chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.3 precleaning the endoscope and accessories ·flush the air/water channel with water and air. ·to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter on the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Device evaluation also found foreign material at the control body.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes; this showed the customer could not confirm whether the air/water nozzle was wiped with cloth as per device instructions. Based on the results of the investigation, it could not be definitively determined what the foreign material was remained in the device. There was no damage to the areas where the foreign material was detected and it is unknown if the reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.